Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not boot up completely due to an error. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that the atrial output connector was dented, the keypad was scratched and contaminated, the hanger screw was contaminated, the insulator label was missing, and that the display and battery wires were pinched but the insulation was not compromised. It was also indicated that there was contamination between the display and keypad window. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not boot up completely due to an error. The epg was returned for repair. There was no patient involvement.